Event description:
Clinical study. Same case as 6000093-2006-00880. It was reported that 4 days after a coronary artery drug eluting stenting procedure the patient experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 100% stenosed, 54mm long portion of the proximal right coronary artery (prox rca) extending to the distal right coronary artery (dist. Rca). The phsician treated the lesion with predilatation and successful placemtn of two taxus liberte' 8.8% (3.00x32mm & 3.50x32mm) drug eluting stents. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 4 days after the initial procedure the patient experienced a st in the rca and required a tvr. The physician successfully placed a invatec volo bare metal stent in the prox rca. It was reported that the patient was not taking aspirin at the time of the event. This product is only ous approved but it is similar to a marked us device.